Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Blood leakage from the tuohy-borst was confirmed during use. Then, another device was used instead to finish the procedure. There have been no adverse effects to the patient reported. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported blood leak complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Blood leakage from the tuohy-borst was confirmed during use. Then, another device was used instead to finish the procedure. There have been no adverse effects to the patient reported. There have been no adverse effects to the patient reported.